Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence, cystocele and rectocele. The patient underwent a transabdominal urethrolysis secondary to urethral obstruction on (B)(6) 2004 due to anterior cystopexy. The patient underwent an interstim bladder implant in 2006. The patient underwent a partial nephrectomy in 2008.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling and pelvicol were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal exam under anesthesia, removal of granulation tissue, and urethrolysis on (B)(6) 2004 by dr. (B)(6) due to possible erosion of pubovaginal sling into the vagina, vaginal discharge, and urinary retention.

Event description:
It was reported that patient underwent vaginal exam under anesthesia, removal of granulation tissue, and urethrolysis on (B)(6) 2004 by dr. (B)(6) due to possible erosion of pubovaginal sling into the vagina, vaginal discharge, and urinary retention.